Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and the cause of the material remaining in the device could not be specified. There were no reported deviations from the instructions for use (IFU) and no damage to the area where the foreign material was detected. Therefore, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 "preparation and inspection." The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 "reprocessing the endoscope" (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the event was found during preparation for use for a diagnostic procedure and was completed without any harm to the patient.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to clogging of nozzle, air supply volume does not meet the standard value; due to clogging of nozzle, water supply volume does not meet the standard value; nozzle has foreign objects; due to deformation of upwards/downwards knob, water tightness is lost; distal end cover has a scratch; light guide lens has discoloration; scope connector has corrosion; scope connector has a scratch; switch1 has a scratch; forceps elevator has a scratch; connecting tube has a scratch; forceps elevator has discoloration; up/down knob has discoloration; up/down knob has a scratch; scope connector is dirty due to water leakage; due to clogging of nozzle, water removal ability does not meet the standard value; adhesive on bending section cover or distal sheath rubber has a crack; bending section cover or distal sheath rubber has a chip; due to wear of angle wire, the play of up/down knob is out of the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; forceps elevator knob has a scratch; connecting tube has discoloration; grip has a scratch; grip has discoloration; switch4 has a scratch; universal cord has a scratch; protector of universal cord on control section side has a scratch; protector of universal cord on scope connector side has a scratch; scope connection cover unit has a scratch; objective lens has discoloration; lens guide lens has discoloration; and due to a scratch on objective lens, flare occurs. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope, had poor air and water supply. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation and found that there was a foreign material inside the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation.